Event description:
A vague report of no flow of solution associated with the use of a flo-gard volumetric infusion pump was received. No clinical info was able to be obtained for this report; however, according to the rptr, there was no pt injury associated with this incident.